Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a user¿s ilet pump wake button was unresponsive despite clean, dry conditions, correct tap location, attempts to press and hold, removal of the case, and use on and off a charger, which aligns with a device interface control issue localized to the sleep/wake button component. Symptoms included no device tactile feedback or vibration and inability to wake the device. Outcomes included no change in blood glucose and continued cgm use via a separate app, with a replacement device arranged and interim use possible while on a charger. Investigation included guided troubleshooting, verification of charging status and surface contact, case removal, and attempts to access the device without extraneous touch input. Investigation of this device was confirmed and revealed a nonfunctioning sleep/wake button that did not respond to user input or prolonged press, consistent with a failure of the button interface hardware. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the sleep/wake button.